Event description:
It was reported to tyco/kendall healthcare in 2007 that a customer had a problem with the uvc catheter. The customer reports "uvc began to bleed or leak three days after insertion. Inserted on five days earlier, leak noted on two days prior to original date. Customer believes the leak occurred in the junction between the stop cock hub and the cath tubing."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.